Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced infusion set's leakage event on (B)(6) 2025. Infusion set was in use for 3 days. Leakage was at quick release. Patient had blood glucose of 333 mg/dl and was treated via correction bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.